Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test "try it" feature. The patient reported all alarms work.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of an intermittent audio output. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up will be submitted upon completion.